Event description:
The customer contact reported a disconnection and subsequent blood loss. After an unspecified length of time in use, it was noted that the stopcock disconnected from the female connector. The patient experienced a "small blood loss". The stopcock was reattached to the female connector. The monitoring kit remained in clinical use. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.